Event description:
It was reported that a peritoneal dialysis (pd) patient experienced bacterial infection. The bacterial infection was manifested by cloudy effluent along with symptoms of chills, abdominal pain and fever. The same day, the patient was hospitalized for the event. The cause of the bacterial infection was not reported. Treatment and outcome were not reported. Four days after admission to the hospital, the patient was discharged. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).